Event description:
Packaging was incorrect. The box stated it was a 22.0 diopter lens, however the internal package had a 20.5 diopter lens. The patient was implanted with the incorrect lens and needed to have a second surgery to correct.